Event description:
It was initial reported by arjohuntleigh representative: "was taking lift out of tubroom, no resident on lift at the time. Parked lift in hallway, applied brake on castor, at that time battery fell out of lift and landed across the toes of the left foot." More information were provided: "employee (caregiver) who was injured is limping badly but also reports that he has arthritis in the same foot. The person injured was put on rest - put on modified duties for 3 to 7 days. As a result of the event the caregiver was checked out a facility was instructed to see a doctor and get x-rays." Ref mfg # (B)(4).